Manufacturer narrative:
Correction: response to "was this device serviced by a third-party servicer?" Was corrected from "yes" to "no". The investigation of the returned coil system found the implant stretched at the proximal section, separated from the pusher and stuck within the microcatheter. The pusher was not returned for evaluation. The investigation found that the implant's monofilament at the tie knot showed a tensile break shape at the tip, which is consistent with the device experiencing force that exceeded the strength of the monofilament causing the implant to separate from the pusher. The physical evaluation of the device could not identify the conditions or circumstances that led to the stretched implant, but stretching is consistent with the device experiencing forces exceeding the implant's yield strength. The investigation of the returned microcatheter did not find any damage that would have caused or contributed to the reported complaint.

Event description:
No additional information received regarding the event.

Event description:
As reported: self-deployment in the microcatheter, both devices had to be retracted from the patient. Case completed with different devices. Patient is good.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device has been returned to the manufacturer for evaluation. The investigation is ongoing. Upon completion of the investigation, a supplemental MDR will be submitted.